Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed calibration test. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21, annex c: c21, annex d: d16, additional information: device available for eval?, returned to manufacturer on, device return to manufacturer ?, device evaluated by manufacturer? Annex a: a040507, a0404, a08, annex g: g04061, g04052, g07001, annex b: b01, annex c: c07, c070606, annex d: d02 h3 other text : see manufacturer narrative.

Event description:
It was reported that the device had failed calibration test. There was no patient involvement.